Event description:
It was reported that during a colon resection the device was working normally and suddenly the jaw did not reopen. The sealing tones continued to sound normally but the jaw seemed stuck or locked. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: v95c0x. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.